Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an ejection fraction of 40%, a p re-implant balloon dilation was performed. The valve was initially deployed too deep at 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) and interference was observed in the mitral valve. The valve was recaptured. Control pacing was initiated with the temporary pacemaker during the recapture in order to performed a second deployment. The valve was deployed to a depth of 2 mm on the ncc and 5 mm on the lcc, but hypotension was observed and the valve was poorly expanded. Due to shallow placement and the expansion issue, the valve was recaptured a second time and repositioned upwards in the ascending aorta. At this point, the patient's blood pressure dropped to 28 mm hg/20 mm hg. The valve was withdrawn from the patient and a intra-aortic balloon pump (iabp) was inserted. The iabp failed to generate sufficient pressure; therefore, percutaneous cardiopulmonary support (pcps) was initiated. Cardiopulmonary resuscitation (CPR) was initialed and adrenaline was administered from the pigtail catheter. Ventricular tachycardia and ventricular fibrillation were repeated; however, the patient's heart rate recovered due to recovery of perfusion with direct current (dc) shocks and the pcps. After resumption of the heartbeat, atrio-ventricular block and bradycardia were observed. A second valve was inserted into the patient, advanced to the annulus, and fully released at a depth of 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed. The pcps was withdrawn from the patient. Due to persistent bradycardia, the patient left the procedure with the temporary pacemaker still in place. Per the physician, the valve cannot be ruled out as a contributing factor to the event. Despite this, it was suggested that the drop in blood pressure and resulting low perfusion during coronary artery bypass graft may have been the cause. Additionally, discussion was held regarding whether aortic regurgitation exacerbation and control pacing after the pre-implant balloon dilation were "prolonged". The patient has been scheduled for a permanent pacemaker implant procedure. Additional information was received that the post-implant balloon dilation was performed on the second valve due to paravalvular leak (pvl) and insufficient expansion. Complete heart block (chb) occurred but the patient returned to sinus rhythm in the intensive care unit (ICU) and is under observation.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an ejection fraction of 40%, a p re-implant balloon dilation was performed. The valve was initially deployed too deep at 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) and interference was observed in the mitral valve. The valve was recaptured. Control pacing was initiated with the temporary pacemaker during the recapture in order to performed a second deployment. The valve was deployed to a depth of 2 mm on the ncc and 5 mm on the lcc, but hypotension was observed and the valve was poorly expanded. Due to shallow placement and the expansion issue, the valve was recaptured a second time and repositioned upwards in the ascending aorta. At this point, the patient's blood pressure dropped to 28 mm hg/20 mm hg. The valve was withdrawn from the patient and a intra-aortic balloon pump (iabp) was inserted. The iabp failed to generate sufficient pressure; therefore, percutaneous cardiopulmonary support (pcps) was initiated. Cardiopulmonary resuscitation (CPR) was initialed and adrenaline was administered from the pigtail catheter. Ventricular tachycardia and ventricular fibrillation were repeated; however, the patient's heart rate recovered due to recovery of perfusion with direct current (dc) shocks and the pcps. After resumption of the heartbeat, atrio-ventricular block and bradycardia were observed. A second valve was inserted into the patient, advanced to the annulus, and fully released at a depth of 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed. The pcps was withdrawn from the patient. Due to persistent bradycardia, the patient left the procedure with the temporary pacemaker still in place. Per the physician, the valve cannot be ruled out as a contributing factor to the event. Despite this, it was suggested that the drop in blood pressure and resulting low perfusion during coronary artery bypass graft may have been the cause. Additionally, discussion was held regarding whether aortic regurgitation exacerbation and control pacing after the pre-implant balloon dilation were "prolonged". The patient has been scheduled for a permanent pacemaker implant procedure. Additional information was received that the post-implant balloon dilation was performed on the second valve due to paravalvular leak (pvl) and insufficient expansion. Complete heart block (chb) occurred but the patient returned to sinus rhythm in the intensive care unit (ICU) and is under observation. Additional information was received that the severity of pvl was mild.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an ejection fraction of 40%, a p re-implant balloon dilation was performed. The valve was initially deployed too deep at 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) and interference was observed in the mitral valve. The valve was recaptured. Control pacing was initiated with the temporary pacemaker during the recapture in order to performed a second deployment. The valve was deployed to a depth of 2 mm on the ncc and 5 mm on the lcc, but hypotension was observed and the valve was poorly expanded. Due to shallow placement and the expansion issue, the valve was recaptured a second time and repositioned upwards in the ascending aorta. At this point, the patient's blood pressure dropped to 28 mm hg/20 mm hg. The valve was withdrawn from the patient and a intra-aortic balloon pump (iabp) was inserted. The iabp failed to generate sufficient pressure; therefore, percutaneous cardiopulmonary support (pcps) was initiated. Cardiopulmonary resuscitation was initiated and adrenaline was administered from the pigtail catheter. Ventricular tachycardia and ventricular fibrillation were repeated; however, the patient's heart rate recovered due to recovery of perfusion with direct current (dc) shocks and the pcps. After resumption of the heartbeat, atrio-ventricular block and bradycardia were observed. A second valve was inserted into the patient, advanced to the annulus, and fully released at a depth of 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed. The pcps was withdrawn from the patient. Due to persistent bradycardia, the patient left the procedure with the temporary pacemaker still in place. Per the physician, the valve cannot be ruled out as a contributing factor to the event. Despite this, it was suggested that the drop in blood pressure and resulting low perfusion during coronary artery bypass graft may have been the cause. Additionally, discussion was held regarding whether aortic regurgitation exacerbation and control pacing after the pre-implant balloon dilation were "prolonged". The patient has been scheduled for a permanent pacemaker implant procedure.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012460569); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.